Event description:
It was reported the patient is not receiving stimulation. Reprogramming did not provide resolution. Diagnostics revealed invalid impedances. X-rays may be taken.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.